Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl. Customer reported that cannula was bent. Customer changed site twice and treated with manual injection. Customer declined to troubleshoot for high blood glucose.